Event description:
It was reported that the patient received inappropriate therapy when intermittent atrial undersensing was misdiagnosed as a ventricular tachycardia. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.